Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-13614 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error e226 was displayed on the monitor, a few seconds after connecting the endoscope. After that, error e117 was displayed. Error e117 means that it is time to replace parts of the device. Even if the user wiped the electrical contacts of the endoscope connector with ethanol, the issue could not be resolved. The user canceled the intended procedure, upper gastrointestinal endoscopy. The procedure will be carried out at a later date. There was no report of patient injury associated with the event. The device was used in combination with the olympus gastrointestinal videoscope gif-h190 with serial number (B)(4) and the colonovideoscope cf-h290i with serial number (B)(4).

Manufacturer narrative:
The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. There were no abnormalities in the appearance that could be visually confirmed. A combinational endoscope was connected to the device, an aging test was conducted for about 1 hour, the device was repeatedly turned on and off, and the endoscope was shaken, but the reported phenomenon could not be reproduced. When the device was connected and operated according to the instruction manual, there were no abnormalities. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.